Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma.

Event description:
Healthcare professional reported "intra and extracapsular rupture", ¿capsule separation and echogenic material between these structures on the right breast,¿ and ¿siliconomas at the level of the ipsilateral axillary tail likely related to intra and extracapsular rupture.¿ this record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Device has been explanted, replaced and discarded.